Event description:
The accounts maintenance stated that a nurse alleged the bed exit did not sound on the bed.

Manufacturer narrative:
The accounts maintenance armed the bed exit and when the pt got out of the bed exit did alarm. He could not duplicate the alleged malfunction.